Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was completed as planned by using the wired footswitch in the control room. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch failed to maintain connectivity, which can impact imaging. Upon troubleshooting, fse found that there was an issue with wireless connection as the wireless foot switch was not maintaining range. To resolve the issue fse replaced wireless foot switch and returned it to philips for further analysis. The analysis of wireless foot switch showed loose and ¿ or broken elements but the cause of the wireless foot switch failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement of wireless foot switch and base station for compatibility purposes, the system was returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included:¿ a firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004)¿ an update to the instructions for use for charging and handling of the wireless footswitch¿ the requirement to have the wired footswitch always connectedtherefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury.since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury.based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected: additional narrative. Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was completed as planned by using the wired footswitch in the control room. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch failed to maintain connectivity, which can impact imaging. Upon troubleshooting, fse found that there was an issue with wireless connection as the wireless foot switch was not maintaining range. To resolve the issue fse replaced wireless foot switch and returned it to philips for further analysis. The analysis of wireless foot switch showed loose and ¿ or broken elements but the cause of the wireless foot switch failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement of wireless foot switch and base station for compatibility purposes, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch failed to maintain connectivity, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.